Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, during withdrawal of the gastrostomy tube, severe resistance was met. After several attempts made by the physician, twisting the tube and pulling the tube in different directions, the issue was not resolved. The physician expanded the opening of the gastrostoma to pull the gastrostomy tube however, the internal bolster detached inside the patient¿s stomach. The detached bolster was retrieved endoscopically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no issue.